Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that during treatment of a particular patient the user observed that mosaiq displayed the incorrect patients photos and images. This appears to be a one-time occurrence where data corruption caused a mismatch between the global patient selected and the image displayed in mosaiq. A reboot of the mosaiq workstation resolved the display issue. Elekta have been unable to determine a root cause as this issue has not been reproducible. There was no patient mistreatment as a result of this issue, however if this were to recur and the user did not observe the mis-match it is possible that the incorrect patient could be selected for treatment which could potentially result in serious injury.

Event description:
The customer reported that they have experienced problems with patient data.